Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad was worn and partially separated. The probe had cracks at 11.5mm from the distal end. Both the probe tip and the grasping section had contact marks with each other around the cracks. The manufacturing history was reviewed, with no irregularities noted. The user commented that the user did not activate output while grasping something hard or twisting the shaft. This type of the error and the ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was damaged when the user continued to activate without contacting tissue (including after the tissue already cut). Based on the past similar cases, it was known that contact marks and cracks occurred when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of grasping section. The error occurred due to the cracks. The instruction manual of the device already cautions; do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic lower anterior resection, the subject device was used. In the 15 minutes of the procedure, ultrasonic level error occurred and the device could not be used any more. The procedure was completed with another sonicbeat. There was no patient injury reported. After olympus medical systems corp. (Omsc) received the subject device for evaluation, omsc confirmed that the ptfe pad was partially separated on july 12, 2016.